Manufacturer narrative:
The device was not returned for investigation. The quality investigation is complete. Device not returned.

Event description:
It was reported via medwatch mw5089616 that the blade broke during a surgical procedure on a finger. It was further reported that the surgeon was not able to retrieve the piece. It was also reported that the surgeon tried for 30 minutes to remove it. No further information is available.